Manufacturer narrative:
(B)(6). This report is being submitted late as it has been identified in remediation. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent a total hip arthroplasty. Subsequently the patient fell and was revised. The cup, liner and head were removed and replaced. The surgeon did not confirm if the fall was related to the implants. No additional patient consequences were reported.